Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient received a blood glucose result of 20 mmol/l during the day and alleged the device was not delivering any insulin. In the evening of (B)(6) 2017 the caller states that the device delivered all the insulin at once and her blood glucose level decreased from 25 mmol/l to 2.8 mmol/l over 2 hours. It was reported that the device then stopped delivering insulin again and her blood glucose value increased to hi mg/dl. The patient was in a coma and paramedic's were called. The blood glucose results and treatment provided by paramedic's was not provided. At the hospital, the patient's blood glucose was 42 mmol/l. The type of treatment provided by the hospital was not provided. The customer was taken off of the infusion device on (B)(6) 2017 and put on insulin pens. The patient was hospitalized from (B)(6) 2017. The caller stated there was no occlusion within the device. The infusion device cannot be returned for legal and customs issues.